Manufacturer narrative:
This report is filed on february 17, 2017.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. (B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is submitted on october 24, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report, october 24, 2016.